Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was explanted and replaced due to suspected premature battery depletion. This device is expected to be returned for analysis. No additional adverse patient effects were reported.